Event description:
Evaluation demonstrated an open trace in the power circuit.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace in the power circuit.